Event description:
Medial port became occluded.

Manufacturer narrative:
It was reported that the right ij triple lumen cvc, medial port blue became occluded and would not flush, complex declot technique used with alteplase instillation to effect". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.